Event description:
The reporter stated that during a fusion procedure on the first metatarsophalangeal joint, the head of the device snapped off while being inserted manually. The distal part of the screw was left in place in the foot. The surgeon considers that this will not adversely affect the patient's condition. In a follow up telephone call the surgeon reported to integra that this was the patient's third surgery for hallux limitus. This was the patient's first surgery with the reporter. The patient had a previously implanted plate with seven screws in the joint. The physician did not want to attempt removal of the broken screw as it may have damaged the previously placed internal fixation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.